Manufacturer narrative:
The device was received fully deployed. Inspection of the device found no damages or defects that would cause a needle mechanism failure. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing, including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported, that the patient¿s blood glucose reached 377 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed the cannula was found bent.